Manufacturer narrative:
Manufacturing site evaluation: samples received: 4 unopened pouches. There are no previous complaints of this code batch. The (B)(4) units of this code batch were manufactured and distributed, there are no units in stock. Tightness test to the samples received has been performed and the units are tight. Know security control of the samples received was tested and the results are not within specification. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled OEM requirements. Corrective/preventive actions: this complaint will be included in the analysis of trending, and corrective action will be open if applies.

Event description:
Country of complaint: (B)(6). Difficulty knotting. Once knotted, they come untied easily.